Event description:
The physician was prepping the cassi rotational core biopsy device for use by turning the co-2 canister to activate the device. Upon turning the device, the physician reported that the device channis split along the seam. The device was not used in a pt. There was no pt injury, nor any user injury.